Event description:
It was reported that the ventilator was contaminated with water. There was no patient harm. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator was contaminated with water/liquid. There was no patient harm. The reported issue has been confirmed during evaluation of the provided problem description and pictures. Our field service engineer (fse) investigated the issue further and found out liquid traces on one of the pressure transducer pc boards, which required replacement. The damaged part was not returned for investigation since ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits that might lead to a ventilator malfunction. Moreover, there is no information on how the liquid spill entered the ventilator or what kind of liquid spill it was.